Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the test strips were causing an error 4 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject test strips have been returned to lfs for evaluation. The evaluation of the product has not yet been completed, therefore, no conclusions can be drawn at this time. When evaluation of the products are complete, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.